Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient suffered a fracture of her greater trochanter and a fracture below the lesser trochanter. Update rec¿d 05/12/2014- patient's medical records were received. Records indicate the patient was implanted on (B)(6) 2012 and was revised on (B)(6) 2013 due to an avulsion fracture and a fracture of the greater trochanter. While clamping down the fracture it was noted the patient had instability in their hip, therefore the liner was exchanged. The patient's liner is being added to the complaint. Doi: (B)(6) 2012 - dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Patient operative notes were obtained. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not draw any further conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 05/12/2014- patient's medical records were received. Records indicate the patient was implanted on (B)(6) 2012 and was revised on (B)(6) 2013 due to an avulsion fracture and a fracture of the greater trochanter. While clamping down the fracture it was noted the patient had instability in their hip, therefore the liner was exchanged. The patient's liner is being added to the complaint. The complaint was updated on: 06/02/2014. Doi: (B)(6) 2012 - dor: (B)(6) 2013 (left hip).

Event description:
Patient suffered a fracture of her greater trochanter and a fracture below the lesser trochanter.

Manufacturer narrative:
Additional narrative: patient suffered a fracture of her greater trochanter and a fracture below the lesser trochanter. Update rec¿d 05/12/2014- patient's medical records were received. Records indicate the patient was implanted on (B)(6) 2012 and was revised on (B)(6) 2013 due to an avulsion fracture and a fracture of the greater trochanter. While clamping down the fracture it was noted the patient had instability in their hip, therefore the liner was exchanged. The patient's liner is being added to the complaint. Doi: (B)(6) 2012; dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Patient operative notes were obtained. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not draw any further conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.